Event description:
Pt was undergoing a pci. The target lesion was in the circumflex distal to a previously placed stent. A 6 fr. Sheath and a bmw .014/300 cm guidewire were used. A cypher 2.5/28 mm stent was used. The stent was unable to pass beyond the previously placed stent. The stent was attempted to be withdrawn back into the guiding catheter unsuccessfully. The stent dislodged and migrated to the pt's femoral artery. The stent was surgically removed. The pt was reported to be in stable condition. The cypher stent was inspected prior to use and appeared "normal" when removed from the package and inspected. The stent delivery system (sds) was examined to verify functionality. The product was not prepped negatively outside of the pt's body prior to pt insertion. The lesion was not treated. The procedure time was two (2) hours.